Manufacturer narrative:
Complaint number: (B)(4). The device has not yet been returned to atricure for evaluation. If additional information is received, a supplemental report will be submitted. Device not returned as of yet.

Event description:
It was reported that during a convergent procedure, the device wouldn't close after opening. A different device was used to complete the case. There was no delay in case. It was tested outside of body. Patient care and outcome was not affected.

Manufacturer narrative:
(B)(4). The device was returned for evaluation in the open and locked position. During functional testing it was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.

Event description:
It was reported that during a convergent procedure, while testing the device outside of the patient's body, the device would not close after opening. A different device was used to complete the case. There was no delay in procedure and patient outcome was not affected.